Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Smoke was sizzling/coming out when it was being charged - oral-b rechargeable toothbrush [device catching fire] case narrative: consumer e-mail stated that smoke was sizzling and coming out when oral-b electric toothbrush was being charged. No injury was reported.